Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to stress which was applied to the sheath at the tip, and the sheath at the tip was damaged, leading to the puncture. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; when the tip was placed in water and checked, it was confirmed that the ultrasound image was thin; however, it could not be confirmed that the image did not appear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ultrasonic probe's ultrasonic images were not displayed. The issue was found while checking the device in preparation for use. The procedure was completed with a similar device. There was no patient harm reported. During the device evaluation, the following reportable malfunction was identified: leakage of ultrasonic medium from the insertion tube/breakage of the insertion tube.